Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been admitted to the emergency room with hypoglycemia after wearing the pod between 24 and 36 hours. Symptoms reported include loss of consciousness and hypoglycemia. The patient was treated with IV glucose strips, manual injections of sugar, nausea medication and pain medication. The patient was also prescribed was prescribed short acting insulin and an insulin pen. The patient was released after 12 hours. The pod has been discarded.